Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use, the external pulse generator (epg) tuned off and pacing output ceased, when the menu button was pressed. It was noted that a backup epg was also in use, and that it took over pacing, when the primary epg shut off. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The epg passed incoming functional testing. The device was cleaned, re-calibrated, and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: the epg was returned for service.